Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient was not receiving effective pain relief hence, did not charge their ipg for approximately last four years causing their ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.